Event description:
It was reported that there was a catheter packaging problem. It was noted that the problem with the packaging for the catheter. It was reported that the catheter is typically secure around the groove in the internal tray and when the experienced circulator opened the first 2 kits the catheter "popped out" and sterility was compromised and the catheters were not used. It was noted that the third catheter had the same potential as it also did not appear to be secured in the tray but the circulator was able to successfully peel back without the catheter flopping out. It was reported that the first two kits were not implanted. It was noted that the third catheter kit was implanted. It was noted that there was no adverse event or symptoms reported. It was reported that the pump was used to infuse an unknown drug, not asked. Please refer to manufacture report # 3007566237-2014-01399 for the second catheter returned.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).